Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope had a connectivity issue during set up for an unspecified procedure. No harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d9, d10, g3, h2, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the device evaluation found no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably known information suggests probable causes of the alleged failure of "connectivity issue" is due to probable causes such as damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of this complaint is cause traced to component failure - expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.